Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump has cracked display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and button error. The insulin pump stopped delivering insulin after 5 units and alarmed no delivery. Customer's blood glucose level was 80 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.